Manufacturer narrative:
Device was not returned.

Event description:
User states that an amigo cart tipped over and fell on her, while riding the amigo, injuring her right knee, hip, and hamstring, which required physical therapy.